Event description:
The patient experienced a loss of therapeutic effect following an unrelated medical procedure. The patient was in a clinic. No other information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).